Manufacturer narrative:
No serious injury occurred. Pump remains implanted. Internal complaint number: (B)(4).

Event description:
A healthcare professional reported that the pump was not explanted. Patient initially wanted the pump explanted because they were relocating and didn't have a doctor to manage pump therapy. The facility found a new doctor and the patient is still receiving pump therapy.

Event description:
The patient reported that their pump was explanted. The reason for explant is unknown.